Event description:
It was reported that the patient underwent an initial knee surgery. The patient then had an incision and drainage following an infected initial right total knee arthroplasty on an unknown date. Subsequently, the patient developed stiffness, prosthetic joint pain, muscle weakness, and difficulty walking and underwent a revision approximately 4 years post implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 42500607402 - femur cemented posterior stabilized (ps) standard right size 12 - 63937929 42532007902 - tibia cemented 5 degree stemmed right size g - 64374703 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 64458153 42540200038 - all-poly patella cemented 38 mm diameter - 64303576 customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office visit prior to revision procedure: persistent prosthetic joint pain, reports muscle aches, muscle weakness, arthralgias/joint pain, and difficulty walking. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: grossly unremarkable appearance of total knee arthroplasty, overall fit and alignment as well as bone quality appears normal, no signs of loosening, wear, radiolucency, infection, or other contributing factors. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.